Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and replaced the universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. The usm was analyzed, and the remote fe had error 25745 logged pointing to the tornado down. The unit was tested on an in-house system in normal mode where the sticky tornado buttons were detected. The unit passed the test. Fluid intrusion was found located on the axes controller spar button board 3 (acsb3) printed circuit assembly (pca) when inspecting the spar. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm1's patient clearance button was not working. There were no errors or messages displayed. The switch did not work when pressed. The system logs showed no switch errors. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that she already provided all the information when she called in to report the event. The issue was identified during the procedure. She was unable to provide further details.